Event description:
It was reported the patient had a pump pocket incision and drainage (I and d) as well as a system explant, secondary to infection. There was no other information provided.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a new pump and catheter were being implanted on the date of this report.